Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was found with one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2010 02:15:08. The weekly trend data shows an abrupt increase for min and max defib from 46 to 13320 ohms maximum and min and max svcdefib from 56 to 13320 ohms max, between (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the pacing impedance was out of range on both the right ventricular (rv) and left ventricular leads (lv). At the lead replacement procedure it was noted that the rv coil was bad and the lead had high impedance and no capture. The rv lead was capped and replace. The lv lead was functioning normally and remains in use. No patient complications have been reported as a result of this event.